Event description:
The patient was revised because of pain, the cup was implanted very vertical.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it have been completed.